Event description:
Rptr has had 2 breast surgeries, begining with the first implant surgery. Rptr does not have implants in now, calcium deposits occurred bilaterally, and biopsies were done on tissue samples examined pathologically. Rptr had devices placed for cosmetic purposes. Both implants ruptured. Rptr has been diagnosed with the following after implantation: low blood pressure, anxiety and/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, thyroid problems, adrenal problems, heat or cold sensitivities, constipation, distended stomach, severe menstrual problems, substantial hair loss not connected with medications, frequent migraines / severe headaches, connective tissue disease, atypical lupus, sjogren's syndrome, persistent joint stiffness, chronic swollen lymph nodes under arms, fibromyalgia, sun sensitivities, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, clumsiness/drop things, and misjudge distance/run into objects.